Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pacemaker's battery showed six years remaining, however four months earlier it was at 11 and a half years remaining. The right atrial (ra) lead output was reprogrammed and after another interrogation the battery remaining status stayed at six years. It was noted that the power consumption of the device increased from 105 percent to 145 percent usage. Engineering reviewed the data stored within the pacemaker and found that the device was high rate atrial sensing at an average rate of 291 bpm. It was noted that high rate atrial sensing can cause an increase in power consumption. The pacemaker also had the signal artifact monitoring feature patch loaded which could increase power consumption with the presence of atrial fibrillation (af). This patient was noted to have an increase in af episodes over the last several months. Boston scientific technical services (ts) suggested programming options to a non atrial based brady mode and suggested looking at methods to reduce the patient's af. The pacemaker remains in service and no adverse patient effects were reported.

Event description:
It was reported that the pacemaker's battery showed six years remaining, however four months earlier it was at 11 and a half years remaining. The right atrial (ra) lead output was reprogrammed and after another interrogation the battery remaining status stayed at six years. It was noted that the power consumption of the device increased from 105 percent to 145 percent usage. Engineering reviewed the data stored within the pacemaker and found that the device was high rate atrial sensing at an average rate of 291 bpm. It was noted that high rate atrial sensing can cause an increase in power consumption. The pacemaker also had the signal artifact monitoring feature patch loaded which could increase power consumption with the presence of atrial fibrillation (af). This patient was noted to have an increase in af episodes over the last several months. Boston scientific technical services (ts) suggested programming options to a non atrial based brady mode and suggested looking at methods to reduce the patient's af. The pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the device was explanted and returned over five years later with no further allegations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.